Event description:
The customer reported that the maxplus positive pressure connector was attached to a peripheral access 18g cannula and a mallinckrodt (covidien) low pressure extension coil tubing, product code 601195. Line with maxplus connector was flushed before attaching the high pressure extension tubing. The high pressure extension tubing was then attached. The radiologist noticed there was reduced contrast seen and discovered the contrast had leaked from valve onto the floor. There was no extravasation seen with pt. The customer was unsure if the leak was from the connection between the maxplus valve and the cannula or the connection between the max plus valve and the low pressure extension tubing as it was not obvious. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. Internal file no: (B)(4). Although requested, device has not been received. A follow up report with failure investigation results will be submitted once the device has been received and the evaluation has been completed.